Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: (B)(4), mfg date: 12/01/2010, exp date: 12/31/2015. (B)(4), mfg date: 11/01/2010, exp date: 11/30/2015. Conclusion: the actual device involved in this event was returned for evaluation. The device was received with a detached anti-reflux valve.

Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch j1022261, mfg date: 12/01/2010 exp date: 12/31/2015. Batch j1021305, mfg date: unknown, exp date: unknown. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch j1022261. Batch j1021305.

Event description:
It was reported that a patient underwent a laparoscopic right hemicolectomy, and the reservoir was used on (B)(6) 2011. The device functioned as intended upon first activation in the ICU. On (B)(6) 2011, after the patient moved to the ward, it was found the anti-reflux valve was detached and had fallen into the reservoir. The doctor exchanged the device for another product which worked normally. There were no adverse patient consequences.